Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction connector broke off upon connecting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 01/09/2020. An investigation was conducted on 03/04/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The blue suction connector was observed to be detached from the device. It was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction connector broke off upon connecting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: g-1 contact office: corrected from "maquet (suzhou) co., ltd" to "maquet cardiovascular llc."

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction connector broke off upon connecting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 (device not eval provide code). Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction connector broke off upon connecting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.